Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the battery icon was not changing. Device alarmed a low battery alarm and a weak battery alarm. Customer's blood glucose was 159 mg/dl. Customer had replaced the battery cap. After troubleshooting, customer was advised the device will be replaced. Customer agreed to return the device for analysis.

Manufacturer narrative:
The pump passed all operating currents tested within the specification range and passed the off no power test. The pump was monitored and tested with no failed battery, weak battery, low battery, or display anomaly noted. The pump was received with cracked battery tube threads, a cracked reservoir tube lip, and a cracked case near the display window corners.